Event description:
It was reported that during unloading the cot out of the ambulance, the legs did not totally extend. The cot dropped down on the floor. A pt was lying on the cot. No pt or caregiver injury.

Manufacturer narrative:
Investigation still underway.